Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented hypotensive with a large aaa. The radiologist called it a ruptured aneurysm from the CT scan. The evar procedure was performed without incident. Post angiogram was performed and results looked good with no endoleak. In post-op, the patient was still hypotensive and the patient's abdomen was distended. The physician decide to bring the patient back to surgery where they converted the patient to open repair. There was a considerable amount of blood in the patient's abdomen. The physician opened the aneurysm sac and the graft was lifted by the physician. The physician noticed a slight oozing on the posterior side of the graft. The graft looked good and well seeded. The physician cut the endurant graft and sewed a dacron graft to the remaining endurant graft. The patient went to post-op and continued to be hypotensive and eventually the patient expired. Per the physician statement, the patient expired due to severe coagulopathy. A review of returned films pre-implant show a pre-implant rupture, with only the left kidney being perfused with contrast. There is thrombus seen within the proximal neck and aaa. The proximal neck is irregular in shape due to pre-existing thrombus; the ID measures approximately 25x26mm (flow lumen). The proximal neck diameter dilates out to approximately 35mm; 3cm below the renal arteries. The maximum diameter aaa is 6cm, contains thrombus, and is lined with calcification. Angio images during implant showed that the main device was brought up the right side, and deployed approximately 5mm below the renal arteries, with the gate opening on the right side. The contra limb was implanted with appropriate gate overlap, and placed into the left iliac. The ipsi limb was deployed into the distal aaa sac, and a distal limb was implanted crossing over the contra limb and extending into the right iliac. The final angio image showed no endoleak or any device issues. The cause of the patient's blood loss into the abdomen following implant could not be determined. It is uncertain if the pre-existing thrombus may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, method: (films); evaluation, results: inherent risk of procedure (death, surgical conversion, severe coagulopathy), patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm), unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm); evaluation, conclusion: known inherent risk of a procedure (death, surgical conversion, severe coagulopathy)), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).